Event description:
On (B)(6) 2018, I underwent lasik eye surgery. The surgery went well. I had no complications until the morning of (B)(6) 2018. Suddenly, had a blotchy, filmy substance covering a portion of my eye that moved when I moved my eye. I contacted the physician that performed my lasik on (B)(6) because the images did not go away. He sent me immediately to a retinal specialist who confirmed that I have posterior vitreous detachment (pvd) in my left eye. He said this was unrelated to the lasik surgery. However, during my pre-work up for the lasik surgery back in (B)(6), the dr who was going to perform lasik sent me to a retinal specialist for evaluation of retinal latticing that he observed. The retinal specialist said that it wasn't a concern and that it was fine to have the lasik surgery performed. In reading about complications, I see that this is a potential side effects of lasik. I am very upset because now I may have to live with this web/floater in my eye forever.